Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm. Although the alarm appeared to be associated with an episode of ventricular tachycardia (vt) that required cardiopulmonary resuscitation (CPR), a specific cause for the low flow event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. A low flow alarm was captured in the early morning of (B)(6) 2021 that lasted approximately 12 minutes before resolving. The low flow alarm appeared to be associated with a reduction of flow through the pump. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jul2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into ventricular tachycardia on (B)(6) 2021 at 0017 for approximately 10 minutes. The patient received approximately 10 minutes of CPR. The site reported that the flows were <1 at 0021 and resolved at approximately 0030. The patient coded on (B)(6) 2021. Initial log file analysis captured low flows where the low flow estimator dropped below 2.5 liters per minute (the lowest recorded 0.1 liters per minute on (B)(6) 2021~12:26am). The pump is seeing a reduction in blood volume. Updated log files showed multiple low flows where the low flow estimator dropped below 2.5 liters per minute.